Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient has been having trouble charging both the ins and recharger. The patient is to follow-up with the healthcare provider (hcp). Patient services walked the patient through antenna locate and was getting 48 as the highest. The patient's stimulation stopped working today. The patient doesn't know how to charge. The patient stated that they tried to charge last week and they couldn't do it right. The patient is getting the reposition antenna screen. The patient is getting warning screens on the programmer. The patient was still getting 0 boxes with antenna locate future.